Manufacturer narrative:
The gantry motion control box was returned to the manufacturer for analysis. The tester installed gantry motion control box on a test imaging system and motion calibration and system ready performed as expected. All movement, including door open and close actuations, as well as both 2d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Return requested. Replacement gantry motion control box shipped to site 06/13/2016. Suspect gantry motion control box returned to manufacturer and is under analysis. On 06/14/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Tilt; rotor; door. Door will not open using pendant control. Unable to open using electronic door override button. Rotor motion is inconsistent, and does not move smoothly. Tilt function not operational. Gantry controller/ connections inspected. Nothing abnormal found, controller has leds illuminated. Gantry motion controller replaced. Upon controller replacement, imaging system re-homes, and all motions functioning to expectation. System checks out satisfactorily. Issue resolved.

Event description:
A medtronic representative reported that, while in a spine deformity stabilization procedure, the site's imaging system gantry would not open. They had taken an anterior posterior (ap) shot and were switching to lateral and heard a clicking sound, then the detector-emitter would not move. They then attempted to remove the imaging system however, the door would not open. They used the manual door open procedure to remove the imaging system. The surgeon opted to abandon the use of the imaging system and re-schedule the procedure. Delay in therapy was 40 minutes.